Manufacturer narrative:
(B)(4). The complaint rt240 circuits were not returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. If the complaint devices had been returned they would have been visually inspected, pressure tested and submerged in water to check for leaks. Without the devices we were unable to determine whether there was an actual defect with the rt240 adult dual heated breathing circuits. All rt240 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. In addition, tube weighing and bond strength testing are performed every 15 minutes. Any breathing circuit which fails any of these tests is discarded. This suggests that the reported leaking of the subject breathing circuits happened after the circuits were released for distribution. The hospital correctly followed our user instructions and identified the fault during a leak test before use on a patient. The user instructions supplied with the rt240 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that (B)(4) rt240 adult dual heated breathing circuits did not pass the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). One of the complaint devices is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that thirteen rt240 adult dual heated breathing circuits did not pass the ventilator leak test. This was found prior to patient use.